Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during wedge segmental resection, at the second firing in left lower lobe's partial resection, the surgeon squeezed the handle at the place where about 30mm's staple line was made, crack sound was generated. The same issue occurred even the handle was squeezed slowly again. The doctor had to pull the return knob and the jaws opened. A new reload and a handle were connected and the handle was squeezed, but the condition was the same as the first firing of the second reload. With the third reload, even though the extra neoveil sheet and staple line were trimmed and the cutting angle was changed, the condition was the same. Thesurgeon judged it was difficult to perform dissection with instrument, so surgeon clamped a part of the lung with forceps and performed resection, and then hand-sutured the wound. After that, 2 reloads were used to perform resection. The doctor said the lung was not very thick or hard. The device was removed from the tissue by force but no tissue damage was caused. The patient has primary disease of interstitial pneumonia.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Initial visual inspection of the instruments noted no abnormalities. Functionally, each instrument was loaded with a reload. During the firing cycle, a skip was audible in each instruments firing stroke. An access hole was cut into each instrument body for visualization of the firing racks. This examination noted sheared teeth on each instruments firing rack. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the sheared teeth on the firing rack may occur in any of the following circumstances: 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.